Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated during a follow-up visit. Premature battery depletion was suspected. The last interrogation was approximately five months ago. The device emits beep when the magnet was placed on it. Technical services recommended reset but to no effect. The patient was hospitalized, and the system was explanted and replaced. Additionally, the electrode was replaced due to dislodgement. The electrode was not in the correct place on the x-ray imaging. No additional adverse patient effects were reported. Additional information was received indicating that the patient is a 46-year-old, male, his bmi is unknown and the device was implanted intermuscular. The patient activity level during implant was considered sporty. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the devices electronic circuitry a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated during a follow-up visit. Premature battery depletion was suspected. The last interrogation was approximately five months ago. The device emits beep when the magnet was placed on it. Technical services recommended reset but to no effect. The patient was hospitalized, and the system was explanted and replaced. Additionally, the electrode was replaced due to dislodgement. The electrode was not in the correct place on the x-ray imaging. No additional adverse patient effects were reported. The device is expected to return for analysis but has not been received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the section b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated during a follow-up visit. Premature battery depletion was suspected. The last interrogation was approximately five months ago. The device emits beep when the magnet was placed on it. Technical services recommended reset but to no effect. The patient was hospitalized, and the system was explanted and replaced. Additionally, the electrode was replaced due to dislodgement. The electrode was not in the correct place on the x-ray imaging. No additional adverse patient effects were reported. The device is expected to return for analysis.